Event description:
It was reported during this procedure, there was an issue with the signals. There was magnetic distortion while using this navistar rmt thermocool catheter. The matrix could not be created. The catheter disappears on the screen. There was no patient injury reported in this case. Additional clarification was requested on the event but no additional information was received. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that the transition between the shaft and the tip section of the catheter was split apart leaving internal parts exposed. The tip section was bent in two areas. First bent was about 10.3 mm. The second bent was 31mm from the proximal side of the electrode ring #3. This returned catheter condition was not originally reported therefore, additional clarification was requested. No additional information was received. The transition between the shaft and the tip section of the catheter being split apart leaving internal parts exposed is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).